Event description:
The manufacturer received information alleging a ventilator alarmed for circuit disconnect. The patient required to be manually ventilated with a resuscitation bag and the patient needed to be placed on a different ventilator. The device has been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator alarmed for circuit disconnect. The patient required to be manually ventilated with a resuscitation bag and the patient needed to be placed on a different ventilator. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed, the sponge of the air inlet path assembly was observed to be peeled off and caused the issue. The inlet air path assembly needs to be replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator alarmed for circuit disconnect. The patient required to be manually ventilated with a resuscitation bag and the patient needed to be placed on a different ventilator. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed, the sponge of the air inlet path assembly was observed to be peeled off and caused the issue. The inlet air path assembly needs to be replaced to address the issue. After receiving further information from the patient, it is determined that the initial report should have been filed as product problem only. Section adverse event/product problem in box b has been updated/corrected in this report.